Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: bd received 9 samples from the customer for investigation. The samples were evaluated by draw testing and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. No definitive root cause could be established for the reported defect. No qns or other issues relating to the reported defect were identified in the DHR.

Event description:
It was reported that during collection with a bd vacutainer® lh pst¿ ii plus blood collection tubes the tube pushes off the needle. This occurred on 3000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: tubes have on several occasions been dropping off / been pushed off the np needle during collection. No blood spill has occurred. Customer suspects that there is over-pressure in the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during collection with a bd vacutainer® lh pst¿ ii plus blood collection tubes the tube pushes off the needle. This occurred on 3000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: tubes have on several occasions been dropping off / been pushed off the np needle during collection. No blood spill has occurred. Customer suspects that there is over-pressure in the tubes.